Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 13:47:32. During night drain cycle four, the patient's ultrafiltration reading was 1617ml, indicating the home patient (hp) drained 1617ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1617 ml during the therapy initiated on (B)(6) 2011 at 13:47:32, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed that cycle 4 received a partial fill. Cycle 4 was completed on (B)(6) 2011 at 08:11:49, and the user's actual drain volume during cycle 4 was 3793 ml. The actual drain volume of 3793 ml is 151.7% of largest prescribed fill volume (lpfv) of 2500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.